Manufacturer narrative:
(B)(4). The results of the investigation are as follows: -review of the most recent repair record determined the comb was bent and was replaced and resolved the reported issue. -a definitive root cause cannot be determined. -the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during testing, a cutter was found bent. There was no harm or patient involvement. During investigation, it was found that the comb was bent. It was reported that no further information is available.